Manufacturer narrative:
Initial reporter: there was no contact phone number provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A functional assessment was performed on the device which found that the cutter would not lock due to debris not allowing the paws to close, causing the heat. The assignable root cause was determined to be due to improper cleaning, allowing debris to build up and interfering with the locking mechanism. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was discovered that the motor device was ¿heating up¿. There were no delays to the surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.